Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing that was suspected to be electromagnetic interference (emi) related. This lead remains in service. No adverse patient effects were reported.